Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 626532-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep dyspareunia and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("deep dyspareunia") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and menometrorrhagia outcome was unknown. The reporter considered dyspareunia, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: left: 5 coils, right: 6-7 coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, deep dyspareunia, menometrorrhagia. Lot number 626532 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep dyspareunia and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("deep dyspareunia") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and menometrorrhagia outcome was unknown. The reporter considered dyspareunia, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: left: 5 coils, right: 6-7 coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, deep dyspareunia, menometrorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.